Event description:
A nurse reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis there were no reported allegations that the event was caused by a malfunction or deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the reported event. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication). The patient remained in the hospital when follow-up was completed. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated the patient has a history of noncompliance and that it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange. No further information was available.